Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During the device evaluation, it was found that the bronchofibervideoscope was found to display an error code e315, indicating a non-compatible endoscope. There was no patient involvement.